Event description:
It was reported that when the patient¿s healthcare professional (hcp) tugged gently on the catheter, the catheter access port (cap) easily separated from the pump. The reporter stated, the catheter was blocked towards the spinal section. It was noted that when the hcp cut the spinal section of the catheter the cerebral spinal fluid flowed freely. It was further noted the reason for removal was catheter breakage. It was noted that there was no patient injury and the patient status was not fully recovered. Additional information received reported the patient¿s dose of baclofen was increased when the effectiveness of the treatment decreased. It was noted, the patient had increased spasticity. The reporter stated the catheter and pump were replaced. The reporter further stated the patient¿s condition had improved. The pump contained baclofen.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. The pump and catheter were returned for analysis. Analysis of the pump noted that upon receipt, the proximal catheter section was separated from the catheter pump connector. The cap of the pump had no anomalies. Close inspection of the septum showed some punctures at the juncture of the septum and metal ring. Analysis did perform a test with a needle inserted at the edge of the reservoir fill port otherwise known as the septum and deflected off of the chamber area and no leak was detected. The pump passed flow testing. Analysis of the catheter noted that the catheter that was returned had a pin connector and was part of a type of two piece design. Segment 1 was separate and had no sutures present on the clear strain relief shroud. Segment 2 was occluded as received and sutures were tied directly onto the catheter at the pin connector. The occlusion was able to be broken and became patent. It was noted that the catheter segments that were returned were not assembled correctly with tying sutures directly onto the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.